Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 04 february 2016. The fse checked the temperatures, all temperatures were reported to be in specification. The engineer deconned the wash, diluent and substrate lines, made new wash and diluent in bottles that were deconned with bleach on 05 february 2016. The fse then ran troponin calibrators and one level each of bio-rad quality control (qc), both values of qc were high. The substrate was determined to be old, the fse made up new substrate on 11 february 2016 calibrated troponin again and ran mac controls on troponin lot 50. The calibration was successful and qc was in range. Then ran bio-rad liquichek controls, which were also in range. Calibrated lot 49 of troponin and ran bio-rad qc, values in range. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the operator apparently made up the troponin calibrators with 500 ul of water, instead of the required 1 ml.

Event description:
On (B)(6) 2016 a customer reported calibration void (cv) flags when running ctn lot 49 with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctnl2, ipth, ckmb and bhcg patient results.there was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.